Event description:
It was reported that the device was explanted as the pt was not getting any restriction, so the surgeon thought that there might be a leak. There were no pt complication.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.